Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an electrocardiogram revealed the device was post-paced t-wave oversensing on the ventricular lead. Technical support recommended reprogramming the device. The patient is doing well.